Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limit information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Procedure was some time in (B)(6) 2016.

Event description:
It was reported that a mynxgrip 5f vascular closure device sealant stuck to the device. Hemostasis was achieved with 20 minutes of manual compression. The device was stored per the instructions for use in a temperature controlled room. There was no harm to the patient. The patient was discharged as originally planned. Additional information was requested, but was unknown.